Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv lead was displaying noise on hm. Lead had out of range impedance measurements resulting in lead check failing. Lead remains implanted as they continue to observe. No adverse patient events were reported. Should additional information become available, this file will be updated.